Event description:
The customer reported that during a colon resection, the knife blade came off the track and is reported as being exposed from beyond the jaws. There was no patient harm and nothing fell into the patient cavity. The surgeon opened another device and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.